Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized twice due to unexplained high blood glucose levels. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that the high blood glucose issues began (B)(6)2015. The customer's blood glucose was 481 mg/dl. The customer did not observe any significant events leading to the hospitalization. The customer ran a manual prime with the current set and confirmed that insulin did exit at the quick release. She did not receive any alarms leading to the high blood glucose. Upon troubleshooting, the insulin pump passed the high pressure test. She was advised to change the complete infusion set system. The day after hospitalization, the customer stated that she experienced high blood glucose of 461 mg/dl. She stated that the infusion set was not touching the insulin pump. The customer's most recent blood glucose was 280 mg/dl, and she did not experience any symptoms of high blood glucose.